Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high", although a specific value was not provided. The customer had not addressed their bg at the time of troubleshooting.